Event description:
During a revision surgery, the device was found to have subsided proximally. The hardware was removed and replaced.

Manufacturer narrative:
Investigation findings: 4247 - this complaint was not escalated to root cause analysis. Investigation conclusions: 4316 - this complaint was not escalated to root cause analysis.